Event description:
It was reported by service report that the arm cover was damaged with exposed sharp edges. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Plastic arm cover.